Event description:
A customer reported that the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips field service engineer removed the solenoid locking pin and thoroughly cleaned the pin, grommet, and locking plate to eliminate all excess grease and lubricant. The system was returned to service. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
A thorough investigation was conducted to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by cleaning the locking mechanism. The investigation found the failure was caused by a substance in the articulating arm latching mechanism¿s solenoid preventing the lock from fully engaging. As the solenoid was cleaned and returned to use, no parts were returned for further failure analysis. The system has returned to service with no similar issues reported.